Event description:
A caller reported that their pump's touchscreen was cracked and shattered, rendering it illegible and unusable. This issue caused their blood glucose level to exceed 500 mg/dl, displaying as "high." They addressed the high blood glucose by using a correction injection via multiple daily injections (mdi) and did not require third-party assistance beyond normal support. Technical support resolved the situation by arranging to send a replacement pump with updated software, provided storage mode instructions, and advised on the return process for the defective pump, which the caller understood and acknowledged.